Event description:
It was reported that an ilet user experienced fluctuating blood glucose after announcing a lunch when insulin from prior correction dosing was still active. Coffee was consumed and not announced before lunch, and the meal differed from usual by excluding chips, which contributed to glucose fluctuations, and the device provided a low alert. Symptoms included hypoglycemia and hyperglycemia ranging from 59 mg/dl to 223 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem related to procedure and meal announcement timing with insulin on board, and involvement of the user interface as the component context. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.